Event description:
It was reported by the customer that the cs100 intra-aortic balloon pump (iabp) had an inflation malfunction. The device was switched, treatment proceeded smoothly and was completed. There was no patient harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that no problems were found during the on-site inspection. No parts were replaced. The unit passed all functional and safety tests to manufacturer specifications.

Manufacturer narrative:
E1 - event site name - (B)(6) hospital. E1 - event site postal code - (B)(6). E1 - event site telephone - (B)(6) upon completion of the investigation into this event a follow up report will be submitted.